Manufacturer narrative:
The evaluation pending. Concomitant devices: logic tibial insert crc, size 3, 13mm: (cn: 02-012-51-3013, sn: (B)(4)); truliant tibial fit tray size 3f/3t: (cn: 02-022-45-3030, sn: (B)(4)); three peg patella: (cn: 200-07-32 , sn: (B)(4)).

Event description:
A (B)(6) y/o male patient called and stated approximately 18 months post op from the initial implant, he started having swelling, pain, knee felt unstable and worsened with time. The patient states the surgeon states the device had ¿came apart¿ and needed to be replaced. States he is doing well after the revision, but was more painful than recovering from the initial implant. Devices will not be returned put will send pics once he has received the devices.

Manufacturer narrative:
Section h10: (h3) the evaluation noted in the revision reported may have been the result of dislocation, detachment of the tibial insert from the tibial tray, or loosening of the femoral component and/or the tibial tray, which led to the persistent pain. The most likely underlying cause cannot be determined because the revised components were not returned for evaluation, no images or x-rays were provided, and limited information was supplied.. (D11)concomitant devices: - logic tibial insert crc, size 3, 13mm: (cn: (B)(6), sn: (B)(6)) - truliant tibial fit tray size 3f/3t: (cn: (B)(6), sn: (B)(6)) - three peg patella: (cn: (B)(6), sn: (B)(6))

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: d1/d2a/d2b, d4, h4, h6. MDR section codes updated/corrected: b, c, d, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, tibial loosening, and femoral loosening, or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.